Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she used to be able to charge the ins in 15-20 minutes, but now it was taking her about an hour. The patient reported that it took her an hour and a half to charge from 70% to full. The patient hadn¿t recently been reprogramming or switched to a new group. The patient hadn¿t recently had the need to increase parameters. The patient noted that she was getting excellent recharging and was on recharging speed 4. No further complications were reported.